Event description:
The customer reported to our sales rep that the tip of the reported device is bent.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.